Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had low blood glucose of 2.4 mmol/l and stated that 2.8 mmol/l insulin pump did a total stop and provides no insulin and customer still saw insulin provided. Customer was eating carbohydrate free food and had 2 glasses of wine for drinking. Customer stated that pump alarmed the blood glucose value and customer corrected his blood glucose with carbohydrate intake. Customer however gave a correction bolus which was most probably too high. The device will not be returned for analysis.